Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to insulin flow block alarm and also reported unresponsive keypad buttons. The customer reported blood glucose value of 16.9 mmol/l, and the hyperglycemic event was treated with manual injection/insulin pen, and by discontinue use of insulin delivery system. The event involved product(s) mmt-1885. Troubleshooting was performed for keypad anomaly. Customer stated that, keypad issue was intermittent. Pump has not been exposed to altitude change and time does not advance when display was observed. Troubleshooting was partially performed for hyperglycemic event. Instructed customer that pump will be replaced. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Successfully downloaded history files and traces using thumps. The following were noted during visual inspection, cracked keypad overlay at select button. In summary, customer alleged no delivery/occlusion alarm or unresponsive keypad anomalies during testing was not confirmed. No stuck keypad alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.